Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, had its anchor which broke during insertion. This was detected during a talofibular ligament reconstruction procedure on (B)(6) 2024. Ar-1949 was used to prepare bone socket. Anchor broke during insertion and all fragments were retrieved from patient. Procedure was successfully completed by using another new ar-1927bcf-2.

Manufacturer narrative:
Additional information. The complaint allegation is confirmed. One unpackaged ar-1934bcf-2 sutr anch, bio-comp s-tak serial/batch number (B)(6) was received for evaluation. Functional testing cannot be performed due to device was received damaged. A visual inspection revealed that the anchor/screw had lost its geometry at the distal end; it was also noted that the anchor broke close to the suture attachment. No damaged on the handle and or shaft was observed. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device damaged.